Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture, autoimmune symptoms, material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with unspecified mentor gel implants and experienced symptoms including itchiness, pain,fatigue, brain fog, low vitamin d & iron, chronic headaches, chronic sinus infections, congestion, hypothyroidism, parathyroid tumor which was removed 2007, high thyroid antibodies, a rupture on the left side, and bilateral capsular contracture, baker grade unknown post-operatively. The patient had also been diagnosed with an autoimmune disorder by their general practitioner. As a result, the patient underwent explantation on (B)(6)2019. This report is for the left side device.

Manufacturer narrative:
On 9/9/2019, mentor received the device for analysis. In addition, mentor received the device's lot# (1004961), manufacture date (1/2/2004) and expiration date (9/13/2008). On 9/19/2019, mentor completed analysis of the device. During evaluation of the sample a parallel lines of shell wear were observed on the anterior aspect. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No anomalies were observed. Parallel lines of shell wear were also observed on the anterior aspect, suggesting in-vivo folding or creasing of the device. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).